Manufacturer narrative:
Evaluation result: fowler.

Event description:
It was reported by service report that the fowler would not lay flat on the stretcher. No pt involvement or adverse consequences are reported.